Event description:
The device was rec'd with no info.

Manufacturer narrative:
Broken jaw. Eval summary: the analysis results for the el5ml instrument found that it was returned with the jaw broken off and missing. The instrument was cycled and ejected the remaining clips due to the jaw and cam condition. The instrument locked out, as intended but the ornage indicator did not show up completely. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.